Event description:
Plaijntiff alleges suffering physical injury and damage and has contracted severe and irreversible type-1 latex allergy, which is believed to be permanent and life-threatening. Plaintiff's spouse alleges loss of consortium.